Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on september 08, 2023, with catalog number: (B)(4). Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on radius side assessed, as fold flaw opening. And one opening on anterior side assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: creases are observed, wear abrasion is observed, partial delamination of plug strap disk shell assessed, as adhesive failure. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, a right side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.